Event description:
In 2006, a nurse noticed the catheter withdrawn and dropped from the pt, with the proximal and middle portions lying on the bed and the distal portion on the floor. The catheter had been placed in the central vein for ivh via the right femoral artery. It is suspected the pt pulled the catheter. Additional info provided on 9/5/06, stated that fluoroscopy was conducted the day after the incident was detected, which confirmed that no part of the device was present in the pt. It was supposed that the pt pulled out and broke the catheter due to dementia. No health hazard has been revealed during follow-up visits.

Manufacturer narrative:
Eval: the device was returned to our facility in a used condition, along with a series of connecting tubes, not mfg by cook inc. An examination found the hub missing and the separation was slightly angled with no elongation noted. Based on the info provided, it is suspected that this incident was the result of pt intervention (possibly with a sharp object), rather than the fault of the device in question.